Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they clarified that the bruised area was above the stimulator, there was no injury to the implant area. The cause of the por (power on reset) was not due to low battery, but a likely contributor was the fall. They spoke with a representative and the recharger was replaced which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient reported seeing a recharger not found message. The recharger itself did connect to ins and was recharging ins. After all troubleshooting, caller connected to ins using communicator and received por message which was cleared and ins battery at 50%. The following troubleshooting steps were performed; dismissed code, recommended moving away from possible sources of emi, moved the recharger closer to the handset, reset the recharger, reset the handset. Additional troubleshooting: consulted with mobility to reset blue tooth and then again to uninstall and install recharger app. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace recharger. Other health information provided: caller said that patient fell the day before yesterday same side as implant but not on implant, said that there is a bruise off to the side of leg. No symptoms were reported.